Event description:
It was reported that during a breast biopsy, after retreiveng several very fragmented samples. The physician noticed that they were not getting any vacuum from the lateral tubing from the probe. They changed probes twice and the problem continued. The physician aborted the case and rescheduled the patient for a later date ( date not known . The patient was sent home under normal post biopsy instructions.